Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the mec had too much adhesive, the patient noted that they experienced pain during removal. The patient also noted that he soaked in tub for an hour and was still not able to remove all of the adhesive. The patient stated that it was like removing a layer of skin but currently unable to see the doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the mec had too much adhesive, the patient noted that they experienced pain during removal. The patient also noted that he soaked in tub for an hour and was still not able to remove all of the adhesive. The patient stated that it was like removing a layer of skin but currently unable to see the doctor.